Event description:
It was reported that during an implant procedure, ventricular fibrillation (vf) was induced during defibrillation testing and the patient had to be externally defibrillated because the single-coil right ventricular lead defibrillation energy did not rescue the patient. The polarity was reprogrammed and vf induced again, however the lead still did not rescue the patient. The lead was not used and a dual-coil lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).